Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After a partial recapture or the closure device and repositioning to the proper location, a polytetrafluoroethylene (ptfe) filament from the was noted post release criteria confirmation. The closure device was successfully released into the laa. No patient complications were noted. The patient was discharged home the following day.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman truseal access system without the dilator and blood in the device. A watchman delivery system (wds) was returned inside the watchman truseal access system. The tip, sheath and hub were microscopically, tactually, and visually inspected. There was no damage or defects found on the device. The device was cross sectioned (the sheath was cut open) to identify any delaminating polytetrafluoroethylene (ptfe) from the inside of the sheath. There was no ptfe delaminating. Product analysis could not confirm the reported ptfe filamentous material as there was no damage or ptfe delaminating from inside the sheath.

Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After a partial recapture of the closure device and repositioning to the proper location, a polytetrafluoroethylene (ptfe) filament from the was noted post release criteria confirmation. The closure device was successfully released into the laa. No patient complications were noted. The patient was discharged home the following day.